Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were explanted. Device malfunction was suspected on the ipg and leads.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed that the ipg revealed no anomalies and was working as expected. The impedance measurements revealed 14 contacts with high values on ports a and b. The physician suspected device malfunction with the leads and the ipg. The patient underwent a revision procedure wherein nothing was replaced. The patient was referred to a different surgeon for lead revision.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed that the ipg revealed no anomalies and was working as expected. The impedance measurements revealed 14 contacts with high values on ports a and b. The physician suspected device malfunction with the leads and the ipg. The patient underwent a revision procedure wherein nothing was replaced. The patient was referred to a different surgeon for lead revision.

Manufacturer narrative:
Additional information was received that the ipg¿s correct serial number was updated. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed that the ipg revealed no anomalies and was working as expected. The impedance measurements revealed 14 contacts with high values on ports a and b. The physician suspected device malfunction with the leads and the ipg. The patient underwent a revision procedure wherein nothing was replaced. The patient was referred to a different surgeon for lead revision.

Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the spectra ipg passed the required tests and revealed no anomalies. Sc-2218-50 (B)(4): device evaluation indicated that all cables were fractured at the kinked sections of the lead body where a clik anchored. The cables were not exposed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed that the ipg revealed no anomalies and was working as expected. The impedance measurements revealed 14 contacts with high values on ports a and b. The physician suspected device malfunction with the leads and the ipg. The patient underwent a revision procedure wherein nothing was replaced. The patient was referred to a different surgeon for lead revision.